Manufacturer narrative:
Philips service replaced fuse f13 and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system halts at startup due to blown fuse f13 on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.